Manufacturer narrative:
Received the following information regarding this complaint: after multiple communications, the following results have been obtained: 1. The doctor and reporter do not remember whether it is protaper gold or k file, as the product has also been abandoned and the result cannot be determined. 2. The doctor replied that he couldn't remember any symptoms the product has been discarded and the lot cannot be provided. This is a follow up report for this additional information.

Manufacturer narrative:
Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. Involved product that broke during use was not returned, and cannot be fully identified and analyzed. Moreover, no unused file is available for evaluation. The provided batch #20241004 has no corresponding in our system. Correct batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique, overuse (number of uses not communicated), excessive wear, patient condition and behavior during treatment or material issue (no analysis of the broken fragments possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure mode. Root causes are not identified. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Event description:
In this event it is reported that unk maillefer - highly likely a protaper gold s2 - file broke during use. The broken part was removed. There was mention of symptoms the patient experienced. One week later, the symptoms disappeared and the root canal was filled. No serious injuries reported. Further information has been requested.